Event description:
Customer reported being hospitalized for dka. During troubleshooting it was discovered that numerous no delivery alarms were present in alarm history that had occurred prior to hospitalization. Customer stated that she did not change set to address alarms. It was also reported that customer had incorrect date programmed in pump and that the cannula was bent when the set was removed. Troubleshooting performed and insulin exited during test prime. Nurse did not have tubing clamp to perform high pressure test.